Manufacturer narrative:
The pump was received with the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rail, missing display window cover, peeling keypad overlay and fading serial number label. Cosmetic damage was confirmed at the back of the pump area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump. The customer reported hyperglycemia was treated with and insulin pump (subcutaneous insulin infusion) and the customer was discontinue use of insulin delivery system. The event involved product(s) unk_disposable, mmt-332a, mmt-7040b, mmt-1884. Troubleshooting was performed and the customer has not been using the insulin pump system within 48hrs of reported high bg event also the customer reported that the pump was totally dead. No further patient complications were reported. No product return is required for unk_disposable. No product return is required for mmt-332a. No product return is required for mmt-7040b. Mmt-1884 was requested and customer response was the device will be returned.